Event description:
Revision surgery performed 1 year and 1 month after the primary surgery due to stem loosening caused by infection. The surgeon revised the stem and the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2026 lot 2417416: (B)(4) items manufactured and released on 02 september 2024. Expiration date: 29 july 2029. No anomalies were found to date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Clinical evaluation one year after cementless primary tha, the stem becomes painful and needs replacement. The surgical team suspects infection; indeed, though there is no hard proof, the radiographic appearance at one year is certainly compatible with this hypothesis, because the proximal femur is not in contact with the stem any longer, and such an early behaviour of retraction shows incompatibility between host bone and implant, one of the consequences of infection. Correctly, the surgeon opted for a cemented stem as a replacement. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.